Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the reservoir ring was coming off. The customer¿s blood glucose level was 85 mg/dl. Troubleshooting was performed. The customer also stated that reservoir was able to lock in place but it looks slanted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken half of reservoir tube lip, however test reservoir able to lock or click into place properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.